Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 wax guard came unseated from the hearing aid and fell into the user's ear canal. The user removed the wax guard from the ear canal. The dispenser examined the user's ear canal and found no evidence of injury.